Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) with a heart rate in the 30-40 beats per minute (bpm) range. Upon electrogram (egm) review, there was atrial flutter with a ventricular sensed beat following each ventricular paced beat. This pattern was not visible on prior presenting egms. Additionally, right ventricular (rv) thresholds were noted to be elevated at 1.7v@1ms and output 4.5v@1ms. Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received reported that this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) with a heart rate in the 30-40 beats per minute (bpm) range. Upon electrogram (egm) review, there was atrial flutter with a ventricular sensed beat following each ventricular paced beat. This pattern was not visible on prior presenting egms. Additionally, right ventricular (rv) thresholds were noted to be elevated at 1.7v@1ms and output 4.5v@1ms. Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received reported that this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) with a heart rate in the 30-40 beats per minute (bpm) range. Upon electrogram (egm) review, there was atrial flutter with a ventricular sensed beat following each ventricular paced beat. This pattern was not visible on prior presenting egms. Additionally, right ventricular (rv) thresholds were noted to be elevated at 1.7v@1ms and output 4.5v@1ms. Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.